Event description:
Dealer states the charger either caught on fire or overheated a great deal and melted the top shroud of the base of the chair. Does not know any other information as to how it happened or the exact date.